Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. As the reported failure could not be confirmed, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the distal end cap on the colonvideoscope had a burn. This was noted during maintenance. There were no reports of patient involvement.